Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo was received at fisher & paykel healthcare in (B)(4). The chamber and feedset was not provided for evaluation. The airvo was visually inspected and during performance testing a functioning chamber was used and allowed to run dry. Results: the unit was inspected externally and showed no signs of impact damage to the outer casing. A tube and mr290 auto-fill chamber with water source were attached to the unit and the cycle was started. The unit powered up and. The 'ready for use' symbol was observed with a normal operating temperature of 37°c displayed below it. When the chamber ran dry the 'water out' alarm did not activate immediately but sounded about 30 minutes later. The 'water out' alarm is specifically designed to activate after a delay to avoid false 'water out' alarms. The user manual states that the "alarm is not activated until the chamber has run dry for approximately 30 minutes." Conclusion: the airvo functioned as intended and we could find no fault with it. Without the water chamber for testing we are unable to comment on what may have caused the water bag tubing to 'kink' as reported by the hospital. This is the only complaint of this type that we have received. The airvo is a humidifier with an intergrated flow generator, designed for hospital use. Our user instructions that accompany the airvo humidifier state that the "airvo is for the treatment of patients spontaneously breathing who would benefit from receiving high-flow, warmed and humidified respiratory gases. They also state: "the unit is not intended for life support." The user instructions also contain the following warning: "continual pulse oximetry is recommended for patients who would desaturate significantly in the event of disruption to their oxygen supply."

Event description:
A hospital in (B)(6) reported that while using a pt101 airvo humidifier the water bag tubing kinked, resulting in the water chamber running dry. The hospital stated that they did not hear an alarm when the chamber ran dry. The hospital further reported that the patient "experienced respiratory distress with a mucous plug." The mucous plug was removed and the patient continued using the pt101 with no further problems.

Event description:
A hospital in (B)(6) reported that while using a pt101 airvo humidifier the water bag tubing kinked, resulting in the water chamber running dry. The hospital further reported that the patient "experienced respiratory distress with a mucous plug". The mucous plug was removed and the patient continued using the pt101 with no further problems.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4). We will provide a follow up report upon receipt of the device and completion of our investigation.